Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The cardiac tamponade occurred during left ventricle (lv) mapping. Atrial septal puncture was performed by rf needle. Ablation was not performed before tamponade was identified. During left ventricle (lv) mapping by decanav, there was a scene where the catheter display was clearly displayed protruding from the free wall side geometry. Blood pressure decreased to the 70s, drainage was performed, more than 2200 ml of arterial blood was remove, and a considerable amount of red blood cells (rbc) and fresh frozen plasma (ffp) was transfused. After that, the patient developed anaphylactic shock, which was considered to be derived from blood transfusion, but it also improved. A swan-ganz catheter was inserted, and the patient returned to the eicu. The physician's opinions on the relationship between the event and the product: when decanav was operated in the lv (transaortic approach), it probably hit the free wall side with the tip when it was deflected in the j-shape. The patient¿s medical history/treatment history/other diseases being treated: hospitalized for myocardial infarction 1 month ago. Ablation was performed because it was difficult to control the frequent occurrence of drug-resistant vt and vf. An impella 5.5 was surgically placed in aorta. The patient had a strong thrombotic tendency, and a problem occurred in which a thrombus was stuck in the impella during surgery and normal operation could not be performed. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was improved. The generator used in the case was smartablate and a transseptal puncture was performed with a rf needle. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30655649m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2022, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Because of the background that vf occurred frequently and blood circulation was maintained with impella to maintain the patient's life, the present ablation therapy was not effective, and hospitalization was required continuously regardless of the presence or absence of complications. Therefore, it is difficult to evaluate how much the complication itself affected the duration of hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).